Event description:
It was reported by provider that the end user weighs about (B)(6). And is in a long term care facility. Provider states the right back cane on the (B)(4) wheel chair is bent maybe from end user being pushed by smaller sized caretaker and put too much pressure on that side.